Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred because the digital light source cable for connecting the cv and clv was connected in an incomplete state, or damage occurred due to application of excessive force to the digital light source cable. The clv-190 instruction manual, section "7. 1 care", contains the following information: "if the light source is soiled, perform the following cleaning procedure immediately after use. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the light source. The light source should also be cleaned routinely."

Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus a scope communication error was being received on device. There was no patient injury reported.